Event description:
It was reported that device fracture occurred. A 180x25cm fathom 16 .016 perph guidewire was selected for use. Upon unpacking, it was noted that the tip did not look normal and upon further inspection, it appears that the tip of the guidewire was fractured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned stuck inside a torque device. It is possible to see that the guidewire and the polymer jacket were fractured at the distal section. No more damages were detected. Under the microscope it was observed that the guidewire and the polymer jacket were fractured at the distal section.

Event description:
It was reported that device fracture occurred. A 180x25cm fathom 16 .016 perph guidewire was selected for use. Upon unpacking, it was noted that the tip did not look normal and upon further inspection, it appears that the tip of the guidewire was fractured. The procedure was completed with another of the same device. No patient complications reported.